Event description:
It was reported that the rad5v reads some values without having any finger plugged into it. It had values of 86/60 without any fingers on sensor. No pt was involved in this event.

Manufacturer narrative:
The device was returned on (B)(4) 2014 to the manufacturer for eval. Once the investigation on the unit is performed, a f/u report will be submitted.